Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that when the catheter was removed from the patient¿s body, blood had entered the tip of the catheter. The qdot micro was relaced and the procedure was completed. There was no patient consequence. The customer¿s initial report of blood in the catheter tip is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 20-may-2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluations details: the device was returned for evaluation, and visual inspection test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed a hole on the surface of the pebax, reddish material inside, and internal parts exposed. A manufacturing record evaluation was performed for the finished device and no internal action related to the reported complaint condition were identified. The blood inside the pebax reported by the customer was confirmed. The potential cause cannot be established. For the damage on the pebax the catheter instruction for use (IFU) contains the following warnings and precautions: do not scrub or twist the distal tip electrode during cleaning; do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).